Event description:
Complainant alleged that during a shift check, the autopulse resuscitation system displayed a user advisory ua07 (discrepancy between load 1 and load 2 too large) message. Customer also alleged that this unit has been experiencing the same issue for some time. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis. The reported complaint of the platform displaying a user advisory ua07 was confirmed. Review of the archive shows that multiple user advisory ua07 messages occurred on the reported event date of (B)(6) 2014. Per the autopulse resuscitation system model 100 user guide (pn: 12555-001), " a user advisory generally indicates that a misalignment or inappropriate movement of the patient or the lifeband has occurred. This condition is typically correctable by the operator." Per the battery hangtag - advisory codes description and action (pn 12741-001), user advisory 7 is an indication that the autopulse has detected that the patient may be out of position or the patient is not properly centered. In the sessions where the ua 07 fault occurred, the j7 load cell output was very high and it appeared that there was an insufficient load on the load plate. The count on load cell j6 was low before compressions began. Further inspection of the platform identified the cause of the customer's reported issue was due to a defective load cell.

Manufacturer narrative:
Device manufacture date has been updated. Visual inspection of the returned platform shows that the load plate cover is loose. The physical damage found during visual inspection is not related to the reported complaint of user advisory 7. The damage appears to have been caused by normal wear and tear (autopulse manufactured in 4/2003). Functional testing was performed and the reported issue of ua7 could not be reproduced. Based on the investigation, the parts identified for replacement are the load cell and the load plate cover. In summary, the reported complaint of a fault ua7 occurred was confirmed based on the archive review. The fault was found to be due to one of the load cells not functioning. The physical damage found during visual inspection is not related to the reported complaint. Upon replacement of the damaged parts, the platform passed all testing criteria.